Event description:
Patient was revised due to pain and stiffness. Prior surgery was performed in 2015. No additional information is available. There was no surgical delay. Doi: 2015. Dor: (B)(6) 2022. Affected side: left knee.

Manufacturer narrative:
Product complaint # (B)(4). Component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.